Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer trays were opening. The field service engineer inspected the mini drawer in hardware test application (hta) diagnostics and noted that all trays opened completely. After selectively disconnecting the mini control units, the fse was unable to isolate the issue to a specific control unit. The drawer was removed, and a replacement mini drawer controller was installed. The controller was reconfigured to match the physical trays installed and retested, but the issue was not resolved. The fse then installed 1x and 3x control units and observed that the replaced control units operated properly, stopping at the requested positions, while all originally installed remaining units continued to fail in the same manner. Diagnostics indicated that the front tray sensor was not reporting position markers on the remaining control units. Additional replacement units were unavailable at the time and would need to be ordered to fully resolve the issue. The fse installed a replacement drawer position sensor and close sensors, adjusted the latch block, and verified that the issue with this drawer was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es entire pocket was opening instead of just to the slot the medication and it also affected a function of drawer 2.1 the drawer map did not show up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.